Event description:
Additional information: the intervention was cancelled as the patient refused treatment.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak and stent migration. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device code: remove code 1354. Result code: remove code 3223. Conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, a type iiib endoleak (distal portion of bifurcation graft torn) was detected with stent noted down from the renals about 15-20mm. The physician plans to reline with an ovation device and will continue to monitor the patient. There have been no additional patient sequelae reported.